Manufacturer narrative:
At this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. A stability and clinical review has been conducted and has found no indication of any product stability performance issues or clinical performance issues that could have lead to the complaint. A tripped trend review was conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported unspecified higher glucose values when scanning the adc freestyle libre sensor. Furthermore, the customer stated that emergency services were called and a blood glucose test of 23 mg/dl was on gained in the hcp meter. The customer received unknown non-hcp treatment as well as provided glucose by emergency services for the treatment of hypoglycemia. No further information was reported. There was no report of death or permanent injury associated with this event.